Manufacturer narrative:
(The baxter tubing was not identified, but "may have been (B)(4)". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while infusing fluid "a large amount of air¿ passed through the pump without alarming for ¿air-in-line¿. The nurse observed the air in the line and was able to aspirate the air before it reached the patient. There was no patient injury or medical intervention associated with this event. No additional information was available.